Event description:
Two and a half weeks post-surgery doctor reported female patient presented with post-operative bile leak. Patient administered antib iotics and released. Surgeon feels this unrelated to the aquamantys.

Manufacturer narrative:
(B)(4). Device is not available for return and inspection. Eval results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.